Event description:
It was reported to empi that the battery charger started on fire. There was no damage to any structure or person.

Manufacturer narrative:
Device received in a condition that made physical or electrical testing impossible. It had been assumed that a malfunction caused the device event to occur.